Manufacturer narrative:
The most likely underlying cause as documented in oracle is defined as: horn defective/no alarm. Risk documentation: 1165005 rev c, hid-34.

Event description:
Provider states the unit has no audible alarm.